Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Concomitant products: (B)(4) implantable cardioverter defibrillator, 2007 (B)(6); 4076 implantable pacing lead, 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was experiencing impedance variations and was suspected of having a fracture. The patient lifts weights which may have caused a lead crush. The lead was removed and replaced. No further patient complications have been reported as a result of this event.